Event description:
On (B)(6) 2012, abbott point of care became aware that an abaxis customer in the veterinary market received an analyzer with home software from abaxis versus jams product software that is used by customers. Abaxis is an abbott approved distributor for the veterinary market and a distributor repair center. The I-stat 1, 300v analyzer is intended for veterinary use. Home software is used in cartridge finished goods testing, analyzer final test, and various r and d/engineering experiments/investigations and approved for internal use only. By performing visual incoming inspection, the customer noticed that the software was different in comparison to other analyzers and contacted abaxis. The analyzer was not put into use for testing and returned to abaxis. An apoc investigation is pending. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Software difference, (B)(4): jams is the software used by customer known as product software. Home software: home software is identical to jams with the exception that home ignores certain errors when they occur, in order to allow the measurement life cycle to continue. This is to allow the clinical lab and (B)(6) to get data for the run that they otherwise wouldn't see.